Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured below rated burst pressure. The balloon was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.